Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 7/19/2019. Device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed under microscope (10x) and it was observed with one haptic positioned and slightly bent and the other cut with the part of the haptic detached. Due the form of how the haptic is cut, it could be related to the handpiece pushrod. The complaint was verified however it could be related to the handling process. A product quality deficiency was not identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints related to this production order was conducted in the complaint system. The search revealed that no other complaint has been received for this production order number. Product quality deficiency was not identified. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. If implanted, if explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that the during insertion of the intraocular lens (iol), the trailing haptic was observed broken. The lens was removed and replaced in the same surgical procedure requiring an incision enlargement. No further information provided.